Event description:
The customer reported that the safety lock did not engage correctly and the nurse was stuck by the needle. The rn went to ed for testing. Additional information received stated the needle stick occurred when the nurse was disposing of the needle after giving an insulin injection.

Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the safety lock did not engage correctly and the nurse was stuck by the needle. The rn went to emergency department for testing.